Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 600 mg/dl. Customer reverted to a manual insulin injection to address elevated bg. Customer changed supplies to address the occlusion alarm and resumed insulin delivery.